Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported there was a faulty spiros resulting in a leak. The leak occurred at spiros connection to tubing. The patient's condition before, during and after the infusion was stable. Normal saline was replaced and therapy resumed. It was also reported by the staff reported that the spiros is ¿coming off¿ with not much effort. During an in-service it was stated that the spinning spiros are not locked on, they can be pulled off once activated/spinning with some force. However, once attached device is still leaking around the neck. There was no patient/staff harm and there was delay in therapy reported.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Manufacturer narrative:
Received two used list# ch2000s-c, spinning spiros® closed male luer, red cap; lot# 14307819. The spin collars were observed to be activated. No damages on the spin collar were observed. The reported complaint of the spiros disconnecting was confirmed. The returned spiros were returned disconnected with the spin features activated. However, during testing the spiros met product specifications. The probable cause of the disconnection is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.